Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device was unable to pace. Complainant indicated the patient deteriorated into a non-shockable rhythm and the clinicians began working it as a code. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. When pacer mode was activated, the signal disappeared because pads lead view isn't available in this mode, this is normal behavior for the device. Troubleshooting was attempted, but the signal returned only after switching to lead ii. Stemi was detected, and the device was switched to defib mode. A shock was advised but not delivered. The device passed all tests with no faults found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.